Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump had alarmed and the patient wanted someone to turn it off as it was alarming every 12 minutes. The patient reported they had a return of symptoms. The alarm was consistent with the sound of a pump alarm. The patient reported they had not been able to find anyone to fill or manage their pump. The patient reported they had been suffering with a return of symptoms. No further information was anticipated/reported.